Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd sets with cassettes were leaking. The fluid leaks were discovered during the priming for peritoneal dialysis (pd) therapy. The patient was not connected for therapy at the time of this event. This event was further described and the cassettes bursting when the cycler began to prime the set. There was no patient injury or medical intervention associated with this event. No additional information is available.